Manufacturer narrative:
Results of investigation: the devices in question were not sent back for investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment could not be performed. No article numbers or a batch numbers were communicated. An appropriate investigation regarding device documentation and evaluation of the devices could therefore not be conducted. The stated failure mode could not be confirmed and the root cause stays undetermined. Based on available information the need for corrective action is not indicated. The complaint will be reopened should additional information be received. Smith and nephew will continue to monitor this device for similar issues.

Event description:
A revision surgery of the promos shoulder system occurred. Five unknown devices were explanted. The cause of the revision is unknown at this moment.